Manufacturer narrative:
Void due to inability to provide specific device information.

Event description:
Revision - reason not reported.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.